Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 01/02/2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: there was one pump reboot observed in the black box. The pump was returned with no evidence of physical damage in or around the battery compartment. The battery cap was able to fit for testing; the power complaint could not be duplicated during testing. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the original complaint, there was moisture throughout the display lens and the leak test failed due to a bolus button leak; the button cover was missing. The pump was opened and moisture was observed throughout the pump. Also unrelated, the display was dim and the vibration alarms were inoperable due to moisture ingress. (B)(4).